Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short and scorch marks on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during step 7 of setup. The contact attempted to resolve the issue by rebooting the cycler, but the screen remained blank. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. The contact was advised to inform the peritoneal dialysis registered nurse (pdrn) of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. The patient will complete therapy using manual treatment. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.